Event description:
It was reported that the fluoro beeping on the 9800 system continued after the button was released. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The ffe board was replaced and voltage was adjusted during the service call. The system was tested and found to be working as intended and put back into service.